Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt contacted animas and reported that she had been in a hosp for a blood glucose (bg) level of "1000" mg/dl. The pt indicated that at that time, she had ketones and symptoms of shortness of breath, abdominal cramps, and possible chest pain. The pt was unable to provide add'l info regarding the hospitalization since she was in a hurry to get to work at the time of contact with animas. The pt claimed that the pump's settings and date/time were all correct. The pt mentioned that she is a brittle diabetic and has issues with keeping her blood glucose (bg) level in target. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she was hospitalized for hyperglycemia and a bg level that meets animas' criteria for a serious injury.